Event description:
It was reported that the insulin pump has a partial display. It was stated that a of the screen can be read and the other cannot be seen. It was explained that there is a blue line in the screen. The device has not been dropped recently only two years ago it got a crack on the screen that drop. Blood glucose value is 203 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Insulin pump was unable to perform displacement test due to lcd damage. Insulin pump had a broken reservoir tube lip, minor scratched lcd window, cracked case at display window corner, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.